Event description:
The customer reported poor drainage from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material in the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found a stain in the air/water cylinder and foreign material clogged the nozzle which resulted in poor drainage. A review of the device history record found no deviations that could have caused or contributed to foreign material clogging the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, component analysis of the stain detected hydroxide and organic silicone. It is presumed that it was derived from metal rust and silicon-based antifoaming agent or silicon-based agent. Component analysis of the foreign material clogging the nozzle found it was a mixture of amorphous carbon and cellulose. Considering the cellulose was fibrous rather than stripe-shaped, it may derived from paper or cloth. A definitive root cause of the foreign material could not be identified. Olympus will continue to monitor field performance for this device. In addition, the adhesive on the bending section cover was chipped, cloudy, and cracked, and there was play in the angulation knob and angulation was reduced due to elongation of the angle wires. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.